Event description:
It was reported that the customer experienced a blood glucose (bg) that displayed "high" on the continuous glucose monitor. Suspected cause was due to the customer¿s settings requiring adjustments. Elevated bg was addressed via manual insulin injection. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.